Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have the grip axis pin dislodged from the grips. The pin was returned with the instrument. The pin outer diameter measures approximately 0.0605" at the swaged end compared to the nominal pin diameter of 0.0605". Measurement results suggest the pin is not swaged at all. Grips and other components adjacent to the dislodged pin show/do not show damage which may indicate potential mishandling/misuse. The grip tips have scratch marks/abrasions, indentations, wear, on it. The complaint regarding the loose screw was confirmed by failure analysis. Common causes of the failure mode dislodged instrument grips pin are attributed to attributed to manufacturing.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the 8mm prograsp forceps instrument had a loose screw and about to fall out. No fragments fell into the patient. The procedure was completed but the patient outcome is unknown.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the prograsp forceps instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.